Event description:
Proximal gasket seal of the bipolar micro cap came off the arthrowand inside the patient's thumb. Gasket was retrieved by surgeon, however it was friable and came out in pieces. Prior to closure, the joint was flushed repeatedly.